Event description:
Pump not giving normal beep sounds with bolus or prime.

Manufacturer narrative:
A review of the pump's device history record confirms that, the pump was tested, and met its specifications at the time it was shipped from animas. Piezo alarm failure caused by wire breakage. Pump not returned. When returned and evaluated, add'l info will be submitted in follow up report, as required for further clarification.